Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led them to feeling the tingling sensation was that for months now they have had the tingling sensations like the spinal cord stimulator was down their right and left legs. Steps taken to determine the cause was the patient stated that they were told that because their stimulator had been dead for 10 years, the tingling was impossible and was not coming from their device. They stated that they were told that they would have to do surgery and the patient stated no! It was reported that the patient weighed (B)(6) at the time of the event. The patient then reiterated their previous report indicating that their spinal cord stimulator was implanted in 2006 or 2007. It was connected to the wrong set of nerves, which was previously clarified to mean that stimulation did not go to their right part of their body. They stated that they learned this about two weeks into their recovery. They stated that this was their 5th time, so they said no to a 6th time. They stated that their stimulator had been turned off for years. They stated that their model was over 10 years old. Their tingling comes and goes. They stated that lately it came and went less often. They stated that they know they will not have another surgery. The contact information of their pain management doctor was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrop hy/causalgia ¿ complex regional pain syndrome. It was reported that the device that the patient got in 2007 was hooked up to the wrong set of nerves. This was clarified to mean that the stimulation does not go to the right part of the body. The patient shut the device off a month after it was implanted and has not recharged it since. The last couple of months, the patient has been feeling the tingling sensation as if the device was still on. The patient said that it is every now and then, but it is low, and it goes up and down the legs, butt, and feet, but misses the thigh section. The patient was redirected to her health care provider office to determine the cause of the tingling sensation. There were no further complications reported.